Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider and consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the implant was not charged and was not working. Patient was not able to turn on implant and implant would not hold a charge. Additional information was received. It was reported that they were having an issue with recharger and it was not holding a charge. No further complications were reported/anticipated.